Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument passed engagement, recognition, cut, seal and initialization tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Additional findings: the knife return spring of instrument was dislodged at the proximal end. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was not working properly. The instrument would not engage on the system. The procedure was completed with no reported injury.